Event description:
It was reported that the patient heard an alert due to all stimulating leads having low impedance and noise. The pacing mode was reprogrammed and tachycardia was turned off. Patient was monitored with defibrillation and intervention was taken. The leads were replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however all conductors had blood/body fluid (not obstructed); full lead returned and analyzed.